Manufacturer narrative:
As neither the catheter in question nor the introducer sheath was returned for eval, it is difficult to determine the reason the stent was dislodged in the sheath. We have not been able to determine any fault due to manufacturing. A review of the production lot history data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, or the product in question, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.

Event description:
The stent dislodged in the sheath.